Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient experienced hyperglycemia and treated with insulin pen. Patient reported bent cannula due to insufficient subcutaneous tissue where set was inserted. Infusion set was used for one day.